Event description:
Healthcare professional reported that when trying to implant a xen 45 gel stent, "the slider's resistance was not constant so the surgery was not done correctly." The device did contact the patient's right eye but no injury occurred. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis performed via device photos noted no present damage on the xen injector. The cause could not be evaluated with the photos provided.

Manufacturer narrative:
Device MFR. Date: may 2020. A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that when trying to implant a xen 45 gel stent, "the slider's resistance was not constant so the surgery was not done correctly." The device did contact the patient's right eye, but no injury occurred. Device was not implanted.